Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4) it was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician did not have any signal available to monitor patient heart rhythm. The grounding pad was replaced making sure it was away from the green sensor cable. The redel cable and adapter was replaced along with the indifferent electrode grounding cable and the issue did not resolve. The piu was rebooted without resolution. The ic out cable was taken off and the issue remains. The case was completed by changing the catheter without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician did not have any signal available to monitor patient heart rhythm. The grounding pad was replaced making sure it was away from the green sensor cable. The redel cable and adapter was replaced along with the indifferent electrode grounding cable and the issue did not resolve. The piu was rebooted without resolution. The ic out cable was taken off and the issue remains. The case was completed by changing the catheter without any patient consequence.